Manufacturer narrative:
Analysis of the pump revealed low battery reset-undetermined cause. Corrected information: results code no longer applicable.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer via a company representative regarding the consumer's pump which was used to deliver dilaudid (15 mg/ml at 6 mg/day). The indication for use is non-malignant pain and peripheral neuropathy. On (B)(6) 2015 the patient left the rep a voice mail because a critical pump alarm was heard and the patient saw the 8474 (pump reset) error message the night before (B)(6) 2015. No patient symptoms were reported. A company representative later reported that the patient was scheduled for a pump replacement which occurred on (B)(6) 2015 without difficulty and the pre-op logs showed low-battery reset on (B)(6) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.